Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) was undergoing a replacement due to normal battery depletion. During the procedure, the physician had difficulties removing the device from under the pectoral muscle and he was forced to use a clamp on the header. Once the device was explanted, it was noted that the header could be moved but it was not completely detached from the case. This device is part of the subpectoral implant (B)(6) 2006 population product advisory initially communicated on (B)(6) 2006 and was implanted under subpectorally but in the optimal orientation. Although it was reported that there were no malfunctions noted while this device was implanted, the physician believes that the device exhibited the advisory behavior. The crt-d was successfully replaced and returned for laboratory analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly analyzed. Visual inspection confirmed that the header was lifted on one side of the device, away from the feed thru wires. In addition, there were visible tool marks on both the header and case surface, indicative of a grasping tool. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis determined that the header was loosened during the explant procedure but did not result in the wires being fractured. Although evidence indicates external stress may have been a factor in causing the header to become loose, the root cause of the abnormality was isolated to insufficient bonding between the medical adhesive and the titanium casing. Manufacturing enhancements were implemented in 2003 to make the bond more robust. This device was manufactured prior to the manufacturing changes. This issue is discussed in boston scientific's product performance report.